Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they noticed their bladder started acting up on the 27th and they had to go to the hospital and had a pet scan 3 days ago. Patient said yesterday they tried to use their equipment and got the message: internal device has lost all data, contact your clinician. Worked with patient to synch with their implant and patient reported seeing: data has been lost. Patient tapped end session and tried to reconnect again and reported seeing the same message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt said their doctor is no longer there. Offered and sent email with doctor listings. Redirected to their doctor.